Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device power was interrupted and returned to default. The patient involved was being monitored only and was reported to have not experienced harm or any adverse impact.